Event description:
(B)(4). It was reported that restenosis occurred. In (B)(6) 2007, an unspecified size taxus express2 stent was implanted in proximal left anterior descending (lad) artery. In (B)(6) 2012, the patient was hospitalized and coronary angiography was performed and in-stent restenosis at the target vessel was confirmed. Fourteen days from admission, target vessel revascularization was performed. The 75% in-stent restenosis in the proximal lad, was 10mm long and with a reference vessel diameter of 3.0 mm, was treated with pre-dilatation direct placement of 3.0x12mm non-bsc stent with 0% residual stenosis. One day post procedure the patient was discharged on dual antiplatelet therapy. In (B)(6) 2012, the patient was hospitalized and coronary angiography was performed and confirmed stenosis at the mid lad. Target vessel revascularization was performed. The 75% stenosis was located at "distal edge" on the previously implanted taxus stent was 20 mm long and with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.5x16mm and 3.0x16mm promus element stent with 0% residual stenosis. One day post procedure the patient was discharged. A five year follow-up was performed and no angina pectoris was noted.

Event description:
(B)(4) study. It was reported that restenosis occurred. In december 2007, an unspecified size taxus express2 stent was implanted in proximal left anterior descending (lad) artery. In february 2012, the patient was hospitalized and coronary angiography was performed and in-stent restenosis at the target vessel was confirmed. Fourteen days from admission, target vessel revascularization was performed. The 75% in-stent restenosis in the proximal lad, was 10mm long and with a reference vessel diameter of 3.0 mm, was treated with pre-dilatation direct placement of 3.0x12mm non-bsc stent with 0% residual stenosis. One day post procedure the patient was discharged on dual antiplatelet therapy. In (B)(6) 2012, the patient was hospitalized and coronary angiography was performed and confirmed stenosis at the mid lad. Target vessel revascularization was performed. The 75% stenosis was located at "distal edge" on the previously implanted taxus stent was 20 mm long and with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.5x16mm and 3.0x16mm promus element stent with 0% residual stenosis. One day post procedure the patient was discharged. A five year follow-up was performed and no angina pectoris was noted.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).